Event description:
A hospital in (B)(6) reported that during a percutaneous vertebroplasty with reduction of the l2 burst fracture, the surgeon was cutting the schanz screw and the bolt cutting head broke. The surgeon used another cutter to complete the procedure.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing records were reviewed and no complaint related issues were found.